Manufacturer narrative:
Additional information : correction: the lot# is actually 18n008 and not lot# 18m041. The device was received for evaluation containing unspecified fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the flow rate was found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted. Lot # update 18n008

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate ran slowly (under-infused). The device had been filled with 2000mg flucloxacillin in 50ml of 0.9% sodium chloride. The expected therapy time was over thirty (30) minutes; however, the reporter stated that the device took three (3) hours to fully infuse. The device was left out of fridge 30 minutes prior to use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.